Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
A review of the manufacturing documentation for the product revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.